Event description:
It was reported that the ilet displayed a cracked screen and required replacement, and the user was advised that the device would no longer be water resistant and to maintain backup therapy due to uncertain device functionality. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included education on syncing data to the mobile app, shutting down the device, and understanding that ilet therapy data would not transfer to the replacement while cgm data could still be received. Investigation included a review of the reported hardware damage and user counseling. Investigation of this case revealed physical damage to the display component consistent with a broken or cracked screen, with no indication of internal functional failure beyond compromised water resistance. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.